Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A receiver (serial and lot number unavailable) was returned for evaluation. A visual inspection was performed and a call tech support error" was observed on the screen. A data log was unable to be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. The reported event of a firmware error could not be confirmed with the returned transmitter. The returned transmitter is not the alleged product. A root cause could not be determined.